Event description:
It was reported that although the zimmer pulsavac plus hip kit had been switched on, the device had not operated. The result was the same even if the device was switched to "high" and "low" alternately many times. There was no harm or delay reported, and procedure completed with an alternate device. The returned device evaluation observed corrosion on the negative and positive ends of one battery. There was also evidence of corrosion on the battery terminal.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. No lot number was provided, precluding review of device history records. The packaging was opened and the contents examined. One of the batteries showed corrosion on the negative and positive ends. There was also evidence of corrosion on the battery terminal. The complaint was confirmed. The cause of this complaint is a corroded battery. The root cause of the corroded battery is not known.